Manufacturer narrative:
Mayfield infinity skull clamp (a1114) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The index knob was sticking when unlocked. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the lock/unlock mechanism on the mayfield infinity skull clamp (a1114) sticks and does not release properly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.